Event description:
Journal reference: ondo et al. "Subthalamic deep brain stimulation in patient's with a previous pallidotomy" movement disorders/2006/21/8/1252-1254. The article describes the results from a study that involved a series of 10 patient's treated with deep brain stimulation (dbs) of the subthalamic nucleus (stn) for management of symptoms related to parkinson's disease. The dbs systems used included 1 unilateral and 9 bilateral. Prior to the dbs treatment the study patients had all received unilateral pallidotomy treatment. The control group was made up of 25 patient treated with deep brain stimulation (dbs) of the subthalamic nucleus (stn) that had not received pallidotomy treatment. The study objective involved the assessment of the safety and efficacy of the pallidotomy with stn dbs therapy. The article included a number of complications, from both groups, related to deep brain stimulation therapy. Reportable events: three patients in the control group experienced dysarthria. Treatment and outcome information was not provided.

Manufacturer narrative:
.